Event description:
It was reported that during a da vinci assisted surgical procedure that error 32100 repeatedly occurred against universal surgical manipulator (usm) 4. The problem persisted after multiple power cycles. The surgeon continued the surgery with three usms only. The intuitive surgical inc technical support engineer (tse) reviewed the error logs and found errors against the wrist brake of usm 4 set-up joint. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the set up joint (suj) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.